Event description:
It was reported that cartridge alarm 30 occurred while customer was using pump. There was no reported impact to the customer¿s blood glucose level, as caller declined to provide this information. Customer was assisted by technical support in loading new cartridge using proper technique, successfully resumed insulin therapy, and no additional issues were reported.